Event description:
It was reported that during a routine device change out, the right ventricular and the left ventricular leads were nicked. The nick on the right ventricular lead did not appear to make it down to any conductors. On the left ventricular lead, it could not be determined how deep the nick was. Both leads were repaired using a splice kit and electrical measurements were normal. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.